Event description:
Caller reported an alarm 2 and an occlusion event that occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read ¿high.¿ the customer addressed the issue by changing the infusion set and cartridge before resuming insulin delivery. Despite frequent occlusion issues, the caller declined further assistance, and the case was closed by technical support.